Manufacturer narrative:
This report has been submitted by the importer under this MDR report number (B)(4). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ceramic tip of the subject device broke and fell inside the patient during a transurethral resection procedure. The physician retrieved the broken piece from inside the patient and the procedure was completed with a back-up device. It was reported the procedure was prolonged greater than 30 minutes. There were no further reports of patient harm.

Event description:
It was additionally reported that the tip fell into the bladder cavity. It was retrieved with stone forceps. The broken piece was always in view of the camera lens. There was a slight delay with the patient under general sedation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.